Manufacturer narrative:
Initial.

Event description:
It was reported that a new dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, generating a pairing failed alert, and pairing was achieved after the user toggled bluetooth and re-entered the pairing code, consistent with intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.